Manufacturer narrative:
Samples received: 5 unopened racepacks. There are two previous complaints of this code batch, one of them regarding thread breaking. 2,808 units of this code batch were manufactured and distributed, there are no units in stock. Knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke during knotting. Suture is split in the area of the break.